Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had something wrong. Customer's blood glucose level was 140 mg/dl. Customer reported that the insulin pump did not automatically suggested bolus amount for patient. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08760 inches. The bolus wizard functioning properly per the bolus wizard sample in the 551/751 user guide. The pump was programmed with test glucose meter. Device communicated properly and recorded the 93 mg/dl value properly from glucose meter. Programmed a bolus wizard delivery and the menu allowed the carbs to be entered. No unexpected bolus wizard errors or anomalies noted during testing. (B)(4).